Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). Customer is using samsung galaxy z flip 7, android 16 with inpen version 8.0.0.28. Customer states that the inpen doses are not transmitting properly to the app. As per the dop guideline, the customer was provided an inpen replacement during the initial call with helpline to resolve this issue. No further investigation is required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a new phone and logged back in from inpen app and it was not showing the same from old one; the doses were not showing and dose log/report data inaccuracy (logbook logs issue and the loss of communication between the insulin pen and the mobile application). The customer reported no adverse event. The event involved product(s) mmt-8061, mmt-105elpkna. Troubleshooting was performed. The issue was unresolved. No harm requiring medical intervention was reported. The product return is applicable for mmt-8061. The customer will discontinue use of the insulin pen. Mmt-105elpkna was requested and the customer response was that the device will be returned.